Manufacturer narrative:
Concomitant medical products: product ID 8578 lot# hg01j3n03. Implanted: (B)(6) 2014, explanted: (B)(6) 2020. Product type: catheter, product ID 8709 lot# serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2020. Product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 27-feb-2016, UDI#: (B)(4) ; product ID: 8709, serial/lot #: (B)(4), ubd: 19-dec-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving baclofen 2000mcg/ml at 317 mcg/day with flex dosing via an implantable pump. It was reported that the patient was due for a routine pump replacement. Prior to this surgical date, the managing physician ordered a routine catheter dye study because of the age of the catheter, not because of patient symptoms of withdrawal or overdose. The patient was stable prior to the catheter dye study appointment. Per the patient¿s sister and the managing physician, the technicians accessing the cap chamber were unable to aspirate from the catheter on (B)(6) 2020 and therefore could not obtain the dye study. The patient¿s sister stated by the end of that night of the unsuccessful dye study, the patient had gone into withdrawal symptoms per the home care nurse and the sister¿s assessment. The patient was placed on po baclofen (80mg daily), but by (B)(6) 2020, the patient was then in an overdose state, and was unresponsive and went to the ER. The patient¿s sister also stated at the pump implant site in the patient¿s abdomen, while waiting for the ems (emergency medical services) to arrive the sister and the nurse witnessed a ¿rhythmic, pulsating motion within the pump site. It could be palpated. It went away after 2 hours,¿ per the patient¿s sister. The patient was weaned off of po baclofen and the patient¿s symptoms had all resolved by the next day and the sister stated, ¿she (the patient) was 90% herself by the next day.¿ upon surgically investigating the device, surgeon was unable to successfully aspirate fluid from the patient¿s catheter and thus replaced the catheter and the pump that was due for a change. The patient¿s daily dose was decreased by 50% per the managing physician and the surgeon. The environmental, external or patient factors that may have led or contributed to the issue was it appeared the catheter dye study attempt was what triggered the cascade of events for the patient. The diagnostics and troubleshooting performed was on (B)(6) 2020 the surgeon attempted to aspirate the catheter but as unsuccessful with obtaining fluid. The actions and interventions taken to resolve the is sue was the catheter and pump were removed and a new catheter and pump were successfully implanted. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event.